Manufacturer narrative:
The associated complaint devices were not returned as the devices are still implanted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A clinical analysis indicates that insufficient clinically relevant supporting documentation was provided for a thorough medical assessment. The patient impact beyond the reported left knee pain with patellar peri-prosthetic fracture and subsequent knee immobilization cannot be determined as the patient was reportedly lost to follow-up. No further medical assessment is warranted at this time. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a peri-prosthetic patella fracture. Patient was placed in a knee immobilizer locked in extension to attempt union of the fracture. The patient noticed lessening left knee pain.